Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a blood spot / skin irritation under the back-therapy pad. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to end use and return the lifevest. The patient confirmed the open wound scabbed over and has improved.